Manufacturer narrative:
During device evaluation and functional testing performed at zoll, after the thermogard xp ivtm system (B)(4) passed power-on-self-test (post), the console displayed tcmid:06 (ce post failure), tcmid:05 (coolant diff failure), and tcmid:08 (coolant temp low) error messages. The system's event log was reviewed and multiple tcmid:05, tcmid:06, and tcmid:08 error messages were observed to have occurred from late (B)(6) through service center testing on (B)(6) 2021. The investigation discovered that the cable harness connecting the coolant pump to the blower board had poorly crimped connectors, which caused the coolant pump to stop turning. Without the coolant pump, no circulation of the coolant occurs in the cooling engine, and consequently, the system is unable to cool or warm the coolant bath. This also results in the intermittent tcmid error messages observed during testing and in the system log file. The connectors were replaced and securely crimped to connect the wires and remedy the faults. Visual inspection of the thermogard console was performed, and no issue was found. Following service, the thermogard console passed all functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During device evaluation and functional testing performed at zoll, after the thermogard xp ivtm system (B)(4) passed power-on-self-test (post), the console displayed tcmid:06 (ce post failure), tcmid:05 (coolant diff failure), and tcmid:08 (coolant temp low) error messages. No patient involvement.